Event description:
A customer contacted beckman coulter inc., (bci), and stated that liquid is dripping from the synchron lx I 725 clinical system and that the customer can not identify the source. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) replaced the defective v2, rocker valve in hydro and verified instrument's operation. Hardware is the root cause for this event.